Manufacturer narrative:
A ge service representative performed an onsite investigation. Multiple system pcb and fuse assembly connections were evaluated and reseated. The 5vdc power supply was also adjusted to the correct operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error and failed to boot. No patient serious injury or death was reported related to this event.